Event description:
It was later reported that the inability to aspirate was not in reference to the pump reservoir or the catheter access port. It was noted that "it is seen on when the pump replacement surgery is performed (intraoperative) then the isovue m370, 3ml was injected and then the good flow is seen.".

Manufacturer narrative:
The pump was returned for analysis. The pump passed all non-destructive testing. The event did not indicate withdrawal, volume discrepancy, or lack of therapy. No significant anomalies were noted in the pump logs except for a motor stall recovery. A motor stall recovery is an indication that in the pump life cycle there was at one time a motor stall and a recovery. There are many factors that can cause a motor to stall (i.e. Emi). Since the pump passed all non-destructive lab testing, it was decided that no destructive testing needed to be performed. The pump is preserved for later re-analysis if necessary.

Event description:
Inability to aspirate fluid from the pump was reported. Eos (end of service) of pump was also noted. There were no pt signs or symptoms. Pump infused morphine sulphate and bupivacaine. The pump was replaced and pt outcome was reported as resolved without sequelae.

Manufacturer narrative:
(B)(4).